Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The nurse stated that the initial drain was started but the home patient (hp) was not connected. The nurse stated that after the homechoice alarmed, the hp connected himself. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240/2367 that appeared on the home choice (hc) during initial drain. The technical service representative (tsr) explained the alarms and had the nurse cycle power twice in order to clear them. The nurse stated that the initial drain was started, but the home patient (hp) was not connected. The tsr instructed the nurse to start over with new supplies. The nurse stated that after the hc alarmed , the hp connected himself. The tsr instructed the nurse to contact the pd nurse regarding this. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.